Event description:
On 09/08/2025, the user reported elevated blood glucose (bg) levels of 375 mg/dl after accidentally dislodging the infusion set. The user replaced the infusion set and continued on ilet insulin therapy. No symptoms, medical intervention, or hospitalization were required. The event resolved with normal pump use.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.